Manufacturer narrative:
Follow-up #1: date of submission 01/05/2015 - device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed no pump reboots prior to the complaint date. There was evidence of a pump reboot in relation to a battery change after the complaint date. The battery compartment was cracked. The battery cap was able to fully secure onto the pump, and the battery cap contact measured within specifications. The pump powered on with the returned battery cap, and the pump was exercised for 24 hours with no power interruptions or duplicated alarms. Unrelated to the initial complaint, there was evidence of moisture on the interior of the battery cap.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked and that the battery cap had never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.